Event description:
It was reported that a day after the implant procedure, the patient's left ventricular lead dislodged as confirmed via chest x-ray which resulted in loss of capture. The lead was explanted and replaced. The patient was stable.